Event description:
It was reported that the patient with this pacemaker system presented to the emergency room (ER). The patient was bradycardic. Technical services (ts) reviewed the presenting electrogram and advised there is likely loss of capture on the right ventricular channel. Ts recommended the patient be seen in clinic for an evaluation. Additional information from the field representative provided reprogramming was completed at the ER and the patient was not seen in clinic for an evaluation. Reprogramming resolved the issue. Patient will be seen at their next scheduled routine follow up. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.